Event description:
Related manufacturing ref: 2030404-2021-00055. During a supraventricular tachycardia ablation procedure, a delay occurred. Signal interference was noted on the second electrode of the fixed curve catheter. The fixed curve catheter was exchanged to continue the procedure. When attempting to advance the ablation catheter to the target, a deflection issue occurred which prevented the catheter from reaching the correct location. Another ablation catheter was then used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
Correction: h6 additional information: d9, g3, h2, h3 one bipolar, inquiry fixed curve diagnostic catheter was received for evaluation. Electrodes 1-2 met specifications of an acceptable resistance value with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal issue and subsequent delay remains unknown.